Event description:
It was reported that the atrial lead exhibited noise and triggered inappropriate mode switching. The patient did not experience any symptoms. Pocket manipulation was unable to reproduce the noise. All electrical characteristics were normal. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).